Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported problem is unknown.

Event description:
Hospital biomed reported that IV set exploded and wondered if pump would alarm under the circumstances. States a non-alaris syringe pump infusion was plugged into the upper y site of an lvp infusion line (i.e. Above the pump). The lvp set exploded and they are questioning whether the lvp should have alarmed for occlusion before the set exploded. The customer was not willing to provide any further details including flow rates, set model, any check valve, occlusion settings on the pump, model and brand of syringe pump, etc. Stated he is not at liberty to discuss the issue any further per his legal department. Stated they may release product at a later date and if so he will contact us. Due to this response, no further patient/event information is available.